Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for a scheduled follow-up, stored electrograms revealed nonsustained oversensing episodes. Noise could not reproduced with provocative maneuvers. The cause of the lead noise is suspected to be caused by possible lead damage. Lead capping was recommended. The patient was scheduled for a follow-up in the next three months. The patient condition is good after the follow-up.